Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface provisional fractured during trailing. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
The device was evaluated and the reported event was confirmed. Inspection of the returned device revealed signs of repeated use and a fracture on the medial side. Device history record was reviewed and no discrepancies were found. Complaint history review determined no action was necessary as no trends were identified. There are warnings in the package insert that these types of events can occur and associate risks are addressed in risk documentation. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.